Event description:
It was reported that during a vats lobectomy procedure, one of the staple lines was not complete on the second firing. It was completed by additional suture. There was no adverse consequences to the pt.